Event description:
It was reported that an attachment device had and unknown malfunction. It was unknown to the reporter if the device was used in surgery.  It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available.  It was unknown if injuries or medical intervention were reported. The exact date of the event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. The device passed all visual and functional assessments. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Additional narrative: the evaluation was corrected. Please see corrected evaluation. The actual device was returned for evaluation with an unspecified malfunction. Reliability engineering evaluated the device and observed that the device had a damaged cone; and that it failed cone verification. It was determined that the inspection dimension for pin gauge was 0.2703¿ with a maximum allowable dimension of 0.2708¿. If pin gauge was able to be inserted into the diameter of device, then the device failed nose cone verification. The assignable root cause was determined to be due to device worn from normal wear and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.